Event description:
It was reported that pump touchscreen was cracked and shattered, customer was unable to read or use touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, was provided replacement pump as backup therapy.